Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the myometrium') and device expulsion ('embedded in the myometrium') in an adult female patient who had essure inserted. The patient's medical history included pelvic pain and uterine bleeding. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the myometrium') and device expulsion ('embedded in the myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain and uterine bleeding. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy and laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered device expulsion, embedded device, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: as per pfs, discrepancy noted, date of removal: (B)(6) 2019. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pfs received. Reporter information, device information (date implanted), events "pelvic pain and abnormal uterine bleeding" and rcc were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the myometrium') and device expulsion ('embedded in the myometrium') in an adult female patient who had essure inserted. The patient's medical history included pelvic pain and uterine bleeding. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.